Manufacturer narrative:
Date of initial report: 11/12/2008. Without return of the incident sample, we were unable to establish a root cause. Two known causes of this symptom, tubing set obstruction and poor solder adhesion, have been addressed with corrective actions to the assembly processes. This lot # is prior to both corrective actions.

Event description:
The report stated that during the pre-operation check for a radio frequency ablation procedure, the temperature readings were below 20 degrees. However, once ablation started at 40w, the temperature suddenly increased to over 70 degrees. The generator was stopped and ablation was retried several times, but each time, the issue was the same. The procedure was aborted. The patient was reported as ok. The site reported, they will not be able to return the incident needle electrode.